Event description:
It was reported that there was a possible problem with an implantable neurostimulator (ins) and there were telemetry issues. It was noted that the patient last had stimulation about a month ago and the patient had a fall on (B)(4) 2014 and also had a fall around the time she lost communication with the ins. An antenna locate was done with results of 64 ¿ 66 on the first try and 96 ¿ 102 on the second try. It was reported that the antenna locate resulted in a power on reset (por) being displayed on the recharger which then led to the normal recharging screen. It was noted that the patient was getting 8 coupling bars. It was later reported that the patient was instructed to get help with charging the ins if needed and a trickle charge was not done earlier due to time constraints. A week later, it was reported that at some point the patient mentioned that the implant was dead which could have caused the por. It was noted that it was possible that the patient got a por after she couldn¿t use the recharger to turn therapy on and off. The patient stated that she got a por a couple of months ago and also reported that it was a week ago. It was unclear when the por occurred or if multiple pors occurred. The reporter stated that the patient had not been able to turn the ins on with the recharger for a couple of months. It was reported that the ins was half charged per the icons on the recharger and the patient was still able to charge the ins and get coupling. It was noted that the on/off key on the recharger won¿t work while the patient has the por message and it has not been cleared. The next day, it was reported that the patient had gotten a patient programmer and when she connected to the ins, she got the por message. It was noted that after ¿playing with it¿ she was able to clear the por message and was using stimulation. The patient was now able to use the recharger to turn stimulation on and off. The reporter stated that the por was first seen a week prior when meeting with a manufacturer representative and the patient had trouble turning the implant on and off with the recharger 2 months ago but was still able to recharge the ins at that time. It was unclear why the patient wouldn¿t have been able to use the on/off key on the recharger two months prior if it was working now. It was reported that all issues were resolved and the patient was using stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60 serial# (B)(4) implanted: (B)(6) 2010, product type: lead.